Manufacturer narrative:
Based on new information received, in pressure controlled ventilation (pcv), the set value was 20 cmh2o; the delivered value was 14 cmh2o which indicates the presence of a leak. The initial allegation in the initial MDR is incorrect and the information could not be confirmed. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Therefore, this event has been re-assessed as not reportable.

Manufacturer narrative:
The pneumatic engine was replaced, and the unit was returned back to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a pre-use checkout, in pressure-controlled ventilation, it doesn't achieve the values set; in volume-controlled, it reaches pmax climbing rapidly after 20 cmh2o. There was no reported patient involvement.